Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer was experiencing high and low blood glucose levels. Customer would get low blood glucose while sleeping and woke up with high blood glucose over 200 mg/dl. Customer experienced tingly in hands and feet. Customer went to get her teeth cleaned and her blood glucose was dropping but she couldn't speak to the dentist. Customer stood up and peed herself due to blood glucose dropping too fast. Emt was called and the customer was treated with coke. Customer reported that the insulin pump was going through batteries faster and rejecting new batteries. Insulin pump had scratches and alarmed no delivery alarms occasionally. Customer will not be returning the device for analysis.